Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 3 of 5 on the home choice (hc). The technical service representative (tsr) explained and per the caregiver (cg), it happened the previous night and the home patient (hp) was still connected. They kept pressing stop and the unused line was open. They cycled the power and the hc went to end of therapy. The technical service representative (tsr) advised to let the registered nurse (rn) know about the alarm. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.